Manufacturer narrative:
One 8.5f fast-cath introducer sheath and dilator were received for evaluation. Resistance was noted near the distal end of the dilator when both a brk needle/stylet assembly from current inventory and the returned brk needle with a stylet from current inventory was advanced through the returned dilator and sheath. The dilator tubing was cut lengthwise and a build-up of skived material was noted at the distal end of the dilator. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the received condition of the device and the information provided, the cause of the skiving could not be conclusively determined.

Event description:
Related manufacturing ref: 3005334138-2022-00154. This event is being submitted based on analysis which revealed skiving of the dilator.